Event description:
During use the brake handle did brake. Due to that the patient lost his balance and fell from the rollator. The dealer has disassembled the brake on the left side for investigation.